Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted, give date: not applicable as to date the lens remains implanted. The device was not returned for analysis as to date it remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). Attempts have been made, however, no additional information were provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had lasik (laser-assisted in situ keratomileusis) surgery and then he had a tecnis multifocal intraocular lens (iol) implanted. Reportedly, the patient was unhappy with this lens so the iol was removed and replaced with a symfony lens. It was noted that the patient's vision was good and the patient was happy. Unbeknownst to the doctor, the patient referred to a retina surgeon to surgically remove floaters that were bothering him. The retina surgeon performed a capsulotomy and reportedly now the patient is 20/40- with great near vision. The primary doctor advised the patient that he can't do another lens exchange due to lack of capsule support. The doctor was thinking of implanting a negative sensar to correct the distance vision. The doctor also commented that he does not have an issue with the implanted symfony lens and stated that the patient's visual issue is not due to the symfony lens. No additional information provided. This report is to record the symfony. A separate report will be filed for the tecnis multifocal lens.